Manufacturer narrative:
2 samples were received and tested by our quality team with the customer's complaint of occlusion. The sets were tested by injecting saline solution via 20ml syringe and the customer's complaint of occlusion was immediately verified. 3 max zero ends of one trifuse set and 2 of the other were occluded when an attempt to inject saline was made. The female luer ends were inspected under high power digital microscope and the female luer ends were found to have an excess of solvent applied by operator during assembly of set. This is the root cause. A quality notification has been initiated and the personnel in charge of solvent application have been further trained to eliminate further occurrences of this issue. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was occluded. The following information was received by the initial reporter with the following verbatim it was reported by the customer that all 3 lumens of bd maxzero tri-fuse extension (ref mz9313), one lumen completely occluded and will not flush. Attempted multiple new sets, all had one lumen occluded and unable to flush.